Event description:
It was reported that there was physical damage to the customer's insulin pump. The customer's blood glucose concentration was 345 mg/dl. The damage to the pump included pieces by the battery compartment that were broken off and a scratch going along the screen. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.